Event description:
It was reported that during an implant, the right ventricular (rv) lead failed the defibrillation threshold (dft) testing. The lead was attempted and not used. Another lead was used. No patient complications has been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.